Event description:
It was reported that when attempting to interrogate a device which was in a clinical trial, the programmer generated an error message. The programmer was turned off, then tried again but the same error occurred. It was advised that the programmer needed the clinical software loaded. The representative will get in touch with the clinical department. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.